Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a constant beep involving an ipump was confirmed and reproduced during device evaluation. The assignable cause was determined to be a micro-processor unit (mpu) board failure. The mpu board was replaced to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported an ipump with a condition of "constant beep." The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.